Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons on the insulin pump were not working. It was stated that the right button that totally stopped working and the middle button needs to be pressed twice the effort to make it work. It was stated that the insulin pump had insulin flow blocked alarm. It was stated that there was crack on the battery compartment. It was stated that the customer experienced low blood glucose. Troubleshooting was performed for insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and the keypad voltage test. All buttons are functioning properly and no unexpected insulin flow blocked alarms noted during testing. No damage or moisture damage on keypad assembly and no unlocked electrical board 1 keypad connector noted during visual inspection. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, and faded end cap address label. (B)(4).